Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23(post-reset ram crc alarm), pump error 49(history pointers failed. The history pointers are corrupted), pump error 68(trace pointers are invalid), the loss of communication between insulin pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-5120a. Troubleshooting was performed, and the customer was instructed to revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for mmt-5120a.

Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. The pump passed the sleep current measurement, active current measurement, and self tests. No pump errors 68, 49, 23 and no unexpected restarts were noted during testing. The pump was programmed with a test guardian link gl4 transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿pairing successful¿. The pump was then calibrated, however then got stuck in warm-up afterwards. Unable to confirm / not confirm lost sensor alarms because the pump gets stuck in warm-up. Thump software was utilized and uploaded trace/history files but with some parsing errors in the pump history file. The pump history file does list a pump error 68 which occurred on (B)(6) 2026; however, did not find any motor-related pump errors, unusual pump errors, or any pump errors that could potentially trigger a critical pump error (open book image) remotely close to it. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report of pump errors 68, 49, 23 was not confirmed but that of lost sensor alarms was unable to be confirmed during testing. Pump was able to pair with transmitter; however, unable to complete testing for lost sensor alarms because the pump gets stuck on warm up. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.